Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. Visual inspection: cracked battery compartment, major fluid residue inside of the battery compartment, bubbled dso seal compartment, wrinkled air detector (possible sign of melting). The customer reported the issue of "the pump did not recognize the cassette¿ was confirmed through latch/lock test. The reported issue was caused by a latch/lock issue signaled by error code 41541 and was replicated. Pump is to be scrapped - no action/repair done as the pump was deemed beyond economical repair due to fluid contamination to the inside of the pump as well as the overall state of the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cassette. The event occurred before use. There was no patient involvement.